Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt underwent a pump exchange due to suspected pump thrombosis. The pt was implanted with another manufacturer's device. No other info was made available.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.